Event description:
After the prepping of the balloon, as the balloon was being inflated to reach 6 atms, the staff recognized the balloon ruptured per the inflating device. Device was removed and same device size was used to continue (new device); no harm to patient. FDA safety report ID # (B)(4).